Event description:
It was reported that "(B)(6) 2019, doctor found the connecter damage when opened the package prior to use on patient".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The sher-I-bronch tube and two suction catheters were returned unopened in their original packaging. The double swivel valve assembly (tracheal/bronchial swivel valves and the y connector) were returned opened in its packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A device history record review was performed and no relevant findings were identified. The reported complaint of "broken connector prior to use" was confirmed based on the sample received. The connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6), doctor found the connecter damage when opened the package prior to use on patient".